Manufacturer narrative:
No UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
N/a

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood-like material was visible in the helium extension tube, the iab was in use for approximately 24 hours. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.